Event description:
Developed muscle joint pain, fatigue, shortness of breath, debilitating exhaustion. Headaches, weakness 1.5 years after breast implants by allergan silicone breast implants. Reference report: mw5150807.